Event description:
Crack in enfit connection port d/t stuck feeding tube bag- increased risk of infection for patient, limits administration to 1 lumen rather than 2, entire dobhoff had to be replaced d/t inability to remove tf bag.